Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the small battery drive device had an intermittent operation. According to the reporter, the device had enough power before being placed in the patient; however, the gears slowed down and then completely stopped (intermittent operation) once the device was placed in the patient. There was a two minute delay to the surgical procedure. An identical spare device was available for use. It was reported that the patient's post-surgical outcome was an uneventful recovery / appropriate progress for a short time period. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the device functioned properly and passed all tests. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the electric motor did not function properly and it drew more than 0.5 amperes. It was further observed that the device had worn bearings and seals; and the contacts were corroded. It was determined that these issue were consistent with component wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.